Manufacturer narrative:
Visual analysis of the photographs identified: through the video provided, it is not possible to determine the lot number and catalog broken device. Observed red particles in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b6, d1, d2, d4, g4, h4, h6.

Event description:
Patient reported right side "rupture". Device has been explanted.

Event description:
Patient reported right side "rupture". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Device has been explanted.